Manufacturer narrative:
(B)(4) d10 p10-101-br3s-s, tibia flat rt sz 3 std 3dp strl, lot 260f14923a16. P10-310-i210-s, x-link vtmn e poly 2x10mm neu strl, lot 260832520a02. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 14 months post implantation of a right ankle prosthesis system, the patient presented with pain and swelling of the right ankle. Patient was diagnosed with posterior subsidence of the talar component, and noted to be a failed right total ankle arthroplasty with aseptic loosening. Patient was treated with ankle bracing and lidocaine injection, and noted to be recovering/resolving. Attempts have been made and all available information has been provided.